Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study for socrates; subject ID (B)(4). It was reported that the post-procedure which used a intellanav stablepoint catheter, during a check-in, the patient was observed to have mitral regurgitation. The patient's current condition is unknown. No further information was provided. The device is not expected to be returned.